Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: according to the information received, when opening the package, it was found that the suture was ragged. Lot is one of the following. Ql2aax or rk2aqk or rj2ads. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one winding former with some suture pieces in degradation process and eight detached needles and three empty opened foil, lots ql2aax, rk2aqk and rj2ads all pertained to product code y316h. During the visual inspection of the returned sample, the suture began with the degradation process; this caused the suture to be broken. The time of exposure of the suture to the environment could not be determined. The foils were visually inspected, and no anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4, h4 ¿ the actual device batch number associated with this event is not known. The following possible lot numbers were reported: rj2ads/vcp772z mfg. Date: 08/10/2021, expiry date: 07/31/2026 rk2aqk/vcp772z mfg. Date: 09/29/2021, expiry date: 08/31/2026 ql2aax/vcp772z: mfg. Date: 10/03/2020, expiry date: 09/30/2025 a manufacturing record evaluation was performed for the possible finished device lots, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown neurosurgery procedure on an (B)(6) 2024, and suture was used. When opening the package, it was found that the suture was ragged. There were no adverse consequences to the patient. No further information was provided.